Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 21 g x 1.25 in. Bd eclipse¿ blood collection needles with luer adapter was dirty inside the holder of the needle prior to collection. No injury or medical intervention.

Manufacturer narrative:
Correction: the date of event was reported as (B)(6) 2015. The actual date of event was (B)(6) 2015. The date received by manufacturer was reported as 11/26/2015. The actual date received by manufacturer was 11/06/2015. Date of event: (B)(6) /2015. Date received by manufacturer: 11/06/2015.